Event description:
A malfunction alarm labeled as malfunction 12 was reported, which persisted even after attempting a reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. A replacement pump was provided to the customer, and instructions were given on how to return the faulty pump to tandem. The customer was advised to contact their healthcare provider for backup therapy since none was available at the time.